Manufacturer narrative:
Additional information received on 29 june 2016 and includes: no pathogen available. Batch reviews performed on 14 july 2016. Lot 132795: (B)(4) items manufactured and released on 11 december 2013. Expiration date: 2018-09-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mpact flat pe hc liner ø 36/e, code 01.32.3644hct, lot. 148748 (k103721) (B)(4) items manufactured and released on 31 march 2015. Expiration date: 2020-02-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Amistem h, ha coated stem size 1 std, code 01.18.131, lot. 140004 (k093944) (B)(4) items manufactured and released on 18 march 2014. Expiration date: 2019-02-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Cocr ball head 12/14 ø 36 size m 0, code 01.25.031, lot. 147314 (k080885) (B)(4) items manufactured and released on 03 march 2015. Expiration date: 2020-01-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mpact cancellous bone screw, flat head ø 6,5 l 40, code 01.32.6540, lot. 115667 (k103721) (B)(4) items manufactured and released on 08 may 2011. Expiration date: 2017-03-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with one similar reported event (MDR 2016-00175). Mpact shell screw plug, code 01.31.55tp, lot. 153709 (k103721) (B)(4) items manufactured and released on 03 june 2015. Expiration date: 2020-04-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mpact cancellous bone screw, flat head ø 6,5 l 30, code 01.32.6530, lot. 115665 (k103721) (B)(4) items manufactured and released on 29 march 2012. Expiration date: 2017-02-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection. The surgeon revised all the primary implants and placed in an antibiotic spacer. The surgery was completed successfully. X-rays and explants are not available.